Manufacturer narrative:
Any additional information received will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that their avea ventilator failed due to expiratory pressure transducer "stuck high." In addition, the customer stated "ext high ppeak," "safety valve open," "circuit occlusion" and "apnea interval" alarms were generated. The customer's evaluation of the unit found the base zero was off by 23 cm h2o; when the peep (positive end expiratory pressure) was set at 5, the monitor indicated 28. The expiratory transducer calibration indicated a/d (analog to digital) values of 2420 at a zero stored value of 2077. The customer reported that the unit was in use on a patient when the issue occurred. There were no reports of harm to the patient, associated with the event, received by carefusion.